Manufacturer narrative:
The hospital imaging support technologist recognized after receiving the field safety note that the plastic hook jammed on the foot board and does not click into place by itself. This is a known problem and has resulted in a class 2 recall. The customer was informed via the field safety note to check always the right position of the hook and that the hook is locked. The recall number will be provided when supplied to philips. (B)(4).

Event description:
The fix clamp holding the footboard from stitching pt support in the upright position does not always click into place.